Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement due to incomplete insertion of the device as a result of an ossified cochlea. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6) 2016.